Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 575 mg/dl, which was treated with manual injection. The customer stated that he had disconnected the tubing and rewound the insulin pump; he primed the device, finding that insulin did come out of the tubing, but noted that his blood glucose levels were still high. He advised that he had contacted his doctor regarding the high blood glucose issue and declined troubleshooting for the matter. He stated that he would treat with manual injections and call back if necessary. He was advised to check the infusion set and reservoir. Nothing further reported.